Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what tissue layers was the suture used in? What was the condition of the tissue during initial procedure? How was suture placed (continuous or interrupted)? Can you explain ¿poor wound healing¿? What were the patient symptoms of ¿poor wound healing¿? Were any cultures performed of the wound? Results? What are the patient weight, prior medical history? What is the surgeon¿s opinion as to the contributing factor to the patient event? Why does surgeon feel suture is related to poor wound healing? What is the patient current condition?

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2018 and suture was used. There was no anomaly observed in the procedure. After several days, the patient returned to the hospital and it was noted that the patient was not healing well. On (B)(6) 2018 the patient had a revision surgery and the stitches were taken out. It is unknown if medical treatment was given. The wound has not healed till now. Additional information has been requested.

Manufacturer narrative:
Pc-000208566 date sent to the FDA: 08/02/2018 additional information: device evaluation summary: an unopened sample of product code ch9473, lot t6002 was received for analysis. The issue sample was not returned for evaluation. During the visual inspection of the representative sample, was examined for visual defects: appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). The packet was opened and during the visual inspection, the swage and attachment area were as expected, the suture strand was correctly placed on the tray and dispensed without problems. No defects or damaged were observed along of suture. According to the sample condition the assignable cause of the medical - patient related cannot be determined since, no defects were observed on the packet or the suture. As the complaint is related to suture non-absorption hence functional evaluation test is not applicable. The synsyl is a synthetic absorbable suture which is a polyglactin 910 composed of a co-polymer made from 90% glycolide and 10% l-lactide. Generally, suture holds its tensile strength for approximately four to five weeks in tissue, and is completely absorbed by hydrolysis within 56 to 70 days.